Event description:
A customer contacted stryker to report that when their device was used during a patient event, the rhythm seen on the device's display appeared to be asystole, however when reviewing the electronic patient record after the event, there were clear cases of ventricular fibrillation observed. As a result, a different protocol was followed with this patient than it should have been. The patient did not survive the reported event.

Manufacturer narrative:
Stryker was not able to verify of duplicate a reported issue of ECG waveform incorrect (defibrillation electrodes), and defibrillation energy delivery level not as expected. A cause of the reported issue could not be determined. The customer's report of the defibrillation energy delivery level not as expected was reviewed and it was determined that the cause was likely the user touching the energy select buttons, as that causes the unit to leave the energy escalation protocol and stay at the last energy level utilized. The device passed all functional and performance testing and was returned to the customer.

Manufacturer narrative:
Physio control evaluated the customer's device for another event and did not verify the reported issue. After unrelated repaired were done, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio control performed a clinical review of the electronic patient records and concluded that device use may have contributed to the patient's outcome. Defibrillation needed (by ECG evidence or report of 2nd responders) but provision of defibrillation delayed greater than 30 seconds. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that when their device was used during a patient event, the rhythm seen on the device's display appeared to be asystole, however when reviewing the electronic patient record after the event, there were clear cases of ventricular fibrillation observed. As a result, a different protocol was followed with this patient than it should have been. The patient did not survive the reported event.